Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend called in to report a hospitalization due to the insulin pump being filled accidentally with hot insulin. Customer stated his blood glucose is staying regular and that the insulin pump is functioning properly. Advised customer to use insulin that is at room temperature. Nothing further reported.